Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on (B)(6)2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with a strattice device lot ¿s10610 ¿ 001¿ on (B)(6) 2009. The patient underwent a ¿laparotomy with abdominal washout and wound vac application¿ on (B)(6) 2010. The patient then had a ¿reopening of recent laparotomy, evacuation of infected hematoma, drainage of abscess, fistulectomy, abdominal washout, drain placement, and wound vac application¿ on (B)(6) 2010. The patient received a ¿partial explant strattice mesh for dense adhesions and erosion into bowel requiring small bowel resection x2, repairs of enterotomies x 3, extensive enterolysis & implant additional mesh for recurrent incisional hernia repair¿ on (B)(6) 2010. The patient then underwent a ¿laparotomy for recurrent fistula with sepsis with abdominal washout and wound vac placement¿ on (B)(6) 2010. The patient had a ¿laparotomy for multiple fistulas with extensive bowel resection and debridement & implant additional mesh for recurrent incisional hernia repair¿ on (B)(6) 2010. The patient was implanted with a second, unknown strattice device on the same date due to ¿incisional hernia.¿ the patient underwent a ¿laparotomy with excision and debridement of abdominal wall abscess with abdominal washout and drain placement¿ on (B)(6) 2011. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, persistent and recurrent abscesses, multiple drain placements, multiple recurrent and persistent fistulas, hematoma, chronic and persistent infections, recurrent fascial dehiscence, multiple instances of debridement and washout, chronic open draining wound, prolonged wound vac treatment, mesh re-approximation, dense adhesions requiring multiple hours of extensive enterolysis, additional mesh implants, bilateral myocutaneous flap advancement procedure, sepsis, frozen abdomen, excessive scarring, and multiple interventional revision and removal surgeries.¿ the form lists the conditions that were treated were ¿pain, recurrence, persistent and recurrent abscesses, multiple drain placements, multiple recurrent and persistent fistulas, hematoma, chronic and persistent infections, recurrent fascial dehiscence, multiple instances of debridement and washout, chronic open draining wound, prolonged wound vac treatment, mesh re-approximation, dense adhesions requiring multiple hours of extensive enterolysis, additional mesh implants, bilateral myocutaneous flap advancement procedure, sepsis, frozen abdomen, excessive scarring, and multiple interventional revision and removal surgeries¿ between approximately(B)(6) 2010-(B)(6) 2011. The ppf form also indicates that the patient was implanted with an unknown non-abbvie device, in approximately (B)(6) 2009. The form indicates that the device was removed due to ¿exposed.¿ the patient was implanted with a second non-abbvie device, ¿integra surgimend 3.0; lot #: 0906039¿ on (B)(6) 2010. The form indicates that the device was revised on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 ¿for treatment of multiple pre-existing fistulas and chronic abdominal infections.¿ this is the patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the 1st strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s10610 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.